Manufacturer narrative:
Product complaint#: (B)(4). A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report. Complaint conclusion: as reported by the field, during a percutaneous puncture and intracerebral vascular stent implantation of basilar stenosis, the stent of a 4mmx23mm enterprise 2 delivery system (encr402312, 11202827) became impeded in a 150/5cm prowler select plus (606s255x, 30355889) microcatheter (mc). It was reported that the stent couldn't cross through the mc. The physician tried to withdraw the stent but failed. The procedure was completed by another new stent of the same size. There was no patient injury reported. Additional information received indicated that it is unknown if the prowler select plus mc was removed with the enterprise, however, the same mc was not used with the replaced stent. Other devices were successfully used with the microcatheter prior to the encountered difficulties. The stent did not appear damaged at any time. The continuous flush on the microcatheter was maintained. No excessive force was applied to the device. The introducer was fully seated and secured in the hub. The device was not torqued. There was no evidence of physical material within the device. One non-sterile unit enterprise 2 4mmx23mm was received inside of a pouch stuck inside of a prowler select plus 150/5cm. The microcatheter was flushed with a lab sample syringe, however, due to the compress condition noted on the tip of the microcatheter, the enterprise 2 4mmx23mm could not be removed from the prowler select plus 150/5cm, the stent is stuck at the compress section. After that the prowler select plus 150/5cm was dissected in order to remove the enterprise 2 4mmx23mm, the enterprise was inspected and no damages were found on it, all the device were found in good normal conditions. The enterprise 2 4mmx23mm was removed from the prowler select plus 150/5cm, however, the stent was detached at the time of the removal, it is necessary that the stent is still inside of the introducer tube to perform the functional analysis. Lake region medical did review the device history records relative to the manufacturing, inspecting and packaging of the lot: 11202827 the history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. The complaint reported by the customer ¿delivery wire - withdrawal difficulty-unable to¿ could not be evaluated because the complaint reported by the customer is specific to the patient and procedure at the time of occurrence and cannot be replicated in the lab. However, the enterprise 2 4mmx23mm was found stuck inside of a prowler select plus 150/5cm, the microcatheter was found with a compress condition and the stent of the enterprise is stuck at the compress section, this condition could be related with the customer¿s experience at the procedure time. However, it cannot be conclusively determined since the time when this condition occurred could not be determined. Based on the findings of the analysis, the customer¿s complaint can be confirmed, however, it could determine that the compress condition noted on the prowler select plus 150/5cm contribute to the complaint, since there is evidence that the enterprise 2 4mmx23mm is in good normal conditions. The complaint reported by the customer ¿delivery wire - impeded in microcatheter with loss of cerebral target position¿ was confirmed. During the analysis it was noted that the enterprise 2 is stuck inside of a prowler select plus 150/5cm. The microcatheter was flushed with a lab sample syringe however due to the compress condition noted on the tip of the microcatheter it was not possible to remove the enterprise 2 4mmx23mm. The stent of the enterprise is stuck at the compress section noted on the microcatheter. After that, the prowler select plus 150/5cm was dissected in order to remove the enterprise 2 4mmx23mm. The enterprise was found in good normal conditions without damages. Based on these results, it could determine that the compress condition noted on the prowler select plus 150/5cm contributed to the customer¿s complaint. Neither the analysis nor the DHR suggests that the failure reported by the customer could be related to the manufacturing process. The instructions for use (IFU) instructs to advance the delivery wire to transfer the stent from the introducer into the infusion catheter. Warns that the delivery wire should not be torqued to gain access into the aneurysm. Continue advancing the delivery wire into the infusion catheter until the distal edge of the delivery wire reference marker (150 cm from the delivery wire distal tip) enters the introducer. Loosen the rhv locking ring, remove the introducer, and set it aside. Note: fluoroscopy may be used up to this point at the physician¿s discretion. Warns to not apply undue force if resistance is encountered at any point during stent manipulation. Withdraw the unit and advance a new one. Withdrawal difficulty is a known potential issue associated with the use of the device. The IFU contains instructions and cautions regarding withdrawing the device. Assignment of root cause for the events remains speculative and inconclusive, based on the limited information provided and the evidence presented by the returned device; however, it is possible that clinical and procedural factors, including device manipulation and device interaction, may have contributed to the reported failure and damages on the returned system. As part of the post market surveillance program, information from this complaint is trended to identify statistical signals for consideration of further correction action. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time.

Manufacturer narrative:
Product complaint # (B)(4). Information regarding patient weight, height, medical history, race, and ethnicity was not reported. Initial reporter: the customer contact information, including name, occupation, phone, fax, and e-mail address, was not reported. The device is available to be returned for evaluation and testing. However, it has not been received to date as indicated as ¿other¿ in this section as the reason for non-evaluation. If the device returns, a device investigation will be performed. Based on the photo provided, only a part of the delivery wire could be seen inside of the prowler, no apparent damage could be appreciated on the picture. Only a part of the device and the label was shown. Lake region medical did review the device history records relative to the manufacturing, inspecting and packaging of the lot 11202827 the history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. The reported condition ¿delivery wire- withdrawal difficulty-unable to¿ could not be evaluated based on the pictures. The reported condition ¿delivery wire- impeded in microcatheter with no loss of cerebral target position¿ could not be evaluated based on the pictures. The mre suggests that the failure reported by the customer could not be related to the manufacturing process. No corrective action will be taken at this time. Further investigation will be performed if the device returns for analysis. The company is seeking this information through the event investigation. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report. This is one of two products involved with the complaint and the associated manufacturer report numbers are 3008114965-2020-00524.

Event description:
As reported by the field, during a percutaneous puncture and intracerebral vascular stent implantation of basilar stenosis, the stent of a 4mmx23mm enterprise 2 delivery system (encr402312, 11202827) became impeded in a 150/5cm prowler select plus (606s255x, 30355889) microcatheter (mc). It was reported that the stent couldn¿t cross through the mc. The physician tried to withdraw the stent but failed. The procedure was completed by another new stent of the same size. There was no patient injury reported. Additional information received indicated that it is unknown if the prowler select plus mc was removed with the enterprise, however, the same mc was not used with the replaced stent. Other devices were successfully used with the microcatheter prior to the encountered difficulties. The stent did not appear damaged at any time. Continuous flush on the microcatheter was maintained. No excessive force was applied to the device. The introducer was fully seated and secured in the hub. The device was not torqued. There was no evidence of physical material within the device. Preliminary pictures were received.